Manufacturer narrative:
(B)(4). Instrument a: pinion axle support. Instrument b: the analysis results found that the ats45 device (a) was received with the firing trigger handle broken and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. The analysis results found that the ats45 device (b) was returned in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. F5wl1a a batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, stapler fired half way and then jammed. Surgeon tried to use like product and stapler also would not fire. Finally used another stapler which fired successfully. There were no adverse consequences for the patient.